Event description:
Boston scientific crm received info that this atrial lead dislodged following implant post pocket closure. Sensing and threshold measurements were fine. The physician reopened the pocket and repositioned the lead successfully. It was noted that the physician was dissatisfied with this product, as he has experienced several atrial dislodgements in the past. The atrial lead remains in service. Should further info become available, this event would be updated as necessary.